Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard electrical final test documented proper device behavior. The available device data were analyzed. The analysis confirmed an increased power consumption of the device. The current power consumption is constant but is above the values to be expected with the current programming. The cause for the increased power consumption could not be determined based on the available data. A damaged electronic component can, however, not be ruled out. With the current constant increased power consumption, a remaining operating time of 27 months can be expected. To prevent potential harm to the patient, we therefore recommend a prophylactic exchange of the device and its return to biotronik for analysis. Of course, the recommendation cannot replace the medical evaluation and weighing by the physician regarding the individual circumstances of the patient.

Event description:
Ous MDR - after an implantation time of about 5 months, an increased power consumption of the ICD was reported during a follow-up. At the moment,biotronik does not have any further information regarding the revision/explant of the device. If we should receive further details, we will forward them to you. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
On 07/25/2016 - corrected the analysis for a translation error. After receiving the returned ICD, it was subjected to a status inquiry. The battery status was bos, three charging processes were recorded in the device memory. The ability of the device to provide therapy was verified. The anti-bradycardia output was flawless and corresponded to the programmed values. A fibrillation signal was applied and device responded appropriately with a defibrillation shock. The specified energy level has been reached. The charging time was unremarkable. Next, the power consumption of the ICD was analyzed and was found to be increased. Then, the ICD was opened and the internal structure investigated. A visual inspection revealed no abnormalities. The testing of the electrical function revealed an increased power consumption of the electronic module. The cause has been identified as a defective low voltage capacitor. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Therefore it is assumed that the increased power consumption occurred after it was manufactured. Based on the analysis results, the cause of the damage is unknown. In conclusion, an increased power consumption was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service. In particular, the specified shock energy was ensured at all times.

Manufacturer narrative:
After receiving the returned ICD , it was subjected to a status inquiry. The battery status was bos, three charging processes were recorded in the device memory. The ability of the device to provide therapy was verified. The bradycardia output was flawless and corresponded to the programmed values. A fibrillation signal was applied and device responded appropriately with a defibrillation shock. The specified energy level has been reached. The charging time was unremarkable. Next, the power consumption of the ICD was analyzed and was found to be increased. Then, the ICD was opened and the internal structure investigated. A visual inspection revealed no abnormalities. The testing of the electrical function revealed an increased power consumption of the electronic module. The cause has been identified as a defective low voltage capacitor. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Therefore it is assumed that the increased power consumption occurred after it was manufactured. Based on the analysis results, the cause of the damage is unknown. In conclusion, an increased power consumption was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.